Event description:
In 04/2002, the pt was diagnosed with chronic sigmoid diverticulitis. In 2002 pt was admitted to the hospital for low anterior resection with mobilization of the splenic flexure and omental pedicle graft. The surgeon used looped size 1 absorbable suture to close the incision starting at each pole and typing in the middle. The wounds were irrigated and the skin closed with staples. The wound was dressed and an abdominal binder was applied. At the time of discharge, the surgical wound was reportedly healing well. In about 2 months later, the pt reportedly presented with a suture granuloma at the site of the incision. About a month later the pt was admitted for surgical excision of the suture granuloma under conscious sedation. Reportedly, the absorbable suture was removed in its entirety at this time and the wound was curetted and packed open. The wound remained open for an unspecified period of time.